Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 700 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. When the infusion set was removed from the customer's body, the cannula was found to be bent. Nothing further was reported.